Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of '¿load set¿ display does not appear when pump door is open and key is inserted into keyhole.' Was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump display does not appear when pump door is open and key is inserted into keyhole. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.